Event description:
There was no patient involved in this event. This device malfunctioned because the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self-test on (B)(6) 2010 for a low battery. The device then appears to be either left in fault mode until (B)(6) 2011 or the pad-pak was removed. The device fails another 2 self tests for a low battery. The problem with the device was attributed to faulty pogo-pins. Testing indicated that under load the current flow through the pogo-pins were sufficiently reduced when the pad-pak was agitated to trigger the low battery warning. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.